Manufacturer narrative:
Section b1: this information was corrected as it was omitted at the initial submission. Section b2: this information was corrected as it was omitted at the initial submission. Section h1: this information was corrected as it was omitted at the initial submission. The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: n/a-as the complaint could not be replicated. Returned sample: the returned implant was visually inspected and verified to be an inclusive tapered implant 4.7 mmd x 10 mml x 4.5 mmpusing a radiographic template. No defect or nonconformity was observed. The implant was attached with a cover screw. Root cause: although the root cause for the failed implant complaintis inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was toosoft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate. No serious injury or any other adverse events were reported to the patient. The DHR was reviewed based on the provided lot number and no discrepancies were noted in any of the processes. All the processes met the criteria. No abnormalities were noted with the implant itself. The actual complaint part is yet to available for evaluation and investigation. More results will be available upon completion of the investigation. However, failure to osseointegrate is a well known and well documented inherent risk of the implant procedure.

Event description:
It was reported by the dentist that the implant failed to osseointegrate. The implant was placed at tooth location #30 and was removed due to pain. However, the patient is stated to be doing fine with no reported serious injury and other adverse events. Also. It was informed that the patient had type ii bone and no preexisting conditions. No abnormalities were noted with the implant itself during placement.